Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, swelling, bleeding, inflammation (2024_2364 and 2024_2365 are same patient).